Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This is a duplicate report of 1818910-2012-00079. This report, 1818910-2013-13015, will be rejected. 1818910-2012-00079 will be kept for investigation purposes.

Event description:
Maude report ((B)(4)) voluntarily submitted by patient states that s/he was revised bilaterally to address high levels of chromium and cobalt, metallosis, and osteolysis.